Manufacturer narrative:
(B)(4). Batch #: u5c897. Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage and with no reload present. Further analysis showed that the shrouds were not properly assembled over that pcb component, not allowing the battery to properly assemble on the device. No functional test was performed due the condition of the device. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the device has been correlated to the manufacturing process. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during an ob-gyn surgery, the battery could not be loaded properly. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.